Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Peritonitis and pneumoperitoneum are known complications of a peg tube/ j-tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced abdominal pain and was treated with pain medication, which had insufficient effect. During the physician examination on (B)(6) 2020, the patient was diagnosed with a pneumoperitoneum and possible peritonitis. The patient remained hospitalized and received cipro and flagy intravenous (IV) antibiotics. On (B)(6) 2020, the patient was switched to oral cipro and flagyl antibiotics. On (B)(6) 2020, the patient was discharged from the hospital and continuing on oral antibiotics.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, the patient was hospitalized due to severe weakness, fever, and pain in ribs. On (B)(6) 2020, a computed tomography (CT) scan was performed, which showed a subphrenic abscess. The abscess was drained under CT. The patient remained hospitalized and received unspecified antibiotics for the abscess. The abscess subsequently resolved on (B)(6) 2020. The gastroenterologist reported that there is a reasonable possibility that the subphrenic abscess was related to the initial peg-j placement on (B)(6) 2020.